Event description:
It was reported that the atrial lead had infinite impedance values. The patient was scheduled for a replacement, but did not show up for admission. Therefore, no actions were taken and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.